Event description:
Initial result for a patient troponin t was 0.114 and 0.098 ng/ml. When redrawn, the result was <0.010 ng/ml. The incorrect result was not used to guide patient therapy. The field service representative was unable to determine a cause for the discrepant results.